Event description:
It was reported that a pt enrolled in a post-market clinical study underwent an x-stop procedure at level l4-l5. At the time of the surgery, the pt was found to have spinal ankylosis. The pt never experienced relief of the neurogenic intermittent claudication symptoms. Approx seven months post-op, the physician removed the x-stop device and a lumbar laminectomy and fusion were performed. Reportedly, the physician noted that even though the pt "met the criteria for the x-stop ipd device, the pt's condition of his bones/vertebra may have likely been the reason that the x-stop did not work to relieve his symptoms because the x-stop could not provide sufficient distraction in a pt due to ankylosis." No additional info was reported.

Manufacturer narrative:
Device not returned, follow up conversation with company representative. Eval summary: one peek spacer assembly and one wing assembly were returned for eval. Visual inspection indicated: the product was returned for eval. There were scratches on the spacer assembly. No other visible damages or defects were noted with the returned product. Conclusion: based on the results of the eval there are no functional or visual issues with the device.